Event description:
Catheter fractured and repaired 9/7/93 and 11/15/93. Hole in catheter and repaired 12/12/93. Pt cleanses the catheter daily with betadine and alcohol. Catheter material is very dry.